Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the receiver ceased to function. No additional event or patient information is available. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.